Manufacturer narrative:
The autopulse platform is a reusable device and was manufactured on (B)(6) 2006. It has exceeded its expected service life of 5 years. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the customer observed that the autopulse platform (B)(4) displayed a system error, out of service message, revert to manual CPR message. No known impact or patient consequence was reported.